Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overstimulation sensation of freezing down the alarm when amplitude was increased. The patient also experienced a shocking or jolting sensation at the pocket while in certain positions. Additional information received reported that impedances were all normal at the time of implant on (B)(6) 2011. No reprogramming had been performed and no surgical intervention had been scheduled. The patient was to call back if any other occurrences happened.